Manufacturer narrative:
H.6. Investigation summary : a device history review was conducted for lot number 8107016. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot. The units were performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. H3 other text : see h.10.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter: on (B)(6) 2020, according to the needs of the patient's condition, a indwelling needle was reserved for the patient. When the nurse infused the patient with fluid, the liquid leakage was found on the hand after 10 minutes liquid infusion. After repeated examination by the nurse, fluid was found to be leaking from the indwelling needle joint and the interface was loosen, the indwelling needle was immediately pulled out, and replaced with a new indwelling needle, the nurse reported to the head nurse, and head nurse reported to the relevant department.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter: on (B)(6) 2020, according to the needs of the patient's condition, a indwelling needle was reserved for the patient. When the nurse infused the patient with fluid, the liquid leakage was found on the hand after 10 minutes liquid infusion. After repeated examination by the nurse, fluid was found to be leaking from the indwelling needle joint and the interface was loosen, the indwelling needle was immediately pulled out, and replaced with a new indwelling needle, the nurse reported to the head nurse, and head nurse reported to the relevant department.